Event description:
It was reported that during the procedure of a transcatheter bioprosthetic valve , the femoral arteries were not accessible. Fluoroscopy revealed a successful valve load. Access via the sublcavian artery was achieved and commissural alignment could not be obtained but was accepted. The initial implantation depth was good, confirmed from two directions, and the valve was implanted. However, an image showed a constrained inflow part, leading to post-dilatation with a 23mm balloon. Angiography indicated good valve implantation, coronary perfusion, and minimal leakage. During the closure of the subclavian artery, there was a drop in blood pressure, necessitating resuscitation. The working diagnosis was coronary occlusion. An attempt to pull the valve up with a snare was successful, but there was no perfusion in the coronary arteries, and the patient died.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4., b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no underlying patient disease/disorder/diagnosis that was the cause of the patient outcome.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimal leakage reported was moderate paravalvular leak. Per the physician, the cause of the coronary occlusion was unknown; however, could have been due to the valve or due to thrombus. Additionally, per the physician, the valve did not cause or contribute to the death.